Event description:
Reportedly, the instrument could not be removed from the pt because the anvil separated from the instrument. The surgeon used forceps to remove the anvil, which caused damage to anastomosis. The site had to be over sewn to repair. Procedure: lower anterior resection.